Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A hot axios stent and delivery system were returned for analysis; the control deployment hub was detached and not returned. The stent was received partially deployed. Visual examination of the returned device found the outer sheath was kinked. The handle and the stainless steel tubing were returned slightly bent. No other issues with the stent and delivery system were noted. The reported event of stent partially deployed was confirmed as the stent was received partially deployed. Th reported event of handle break was confirmed as the control deployment hub was detached and the handle and the stainless steel tubing were returned slightly bent . Taking all available information into consideration, the investigation concluded that the reported events and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the anatomy of the patient and/or the interaction of the device with the scope, limited the performance of the device and contributed to stent partially deployed and handle break. It may be that the physician felt some resistance and may have used excessive force causing the control deployment hub to break and the stainless steel tubing to bend. Also, the control hub being broken may have caused the stent not to be able to fully deploy. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic pseudocyst during a transduodenal endoscopic drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the handle broke and the stent failed to deploy. Reportedly, the stent was removed partially deployed on the delivery system and a plastic stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent was partially deployed.